Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and oversensing due to emi (electromagnetic interference)/noise was noted. The analyst noted that the automatic lead diagnostics shows the maximum ventricular lead impedance increased to >5000 ohms on 2014-(B)(4). A ventricular lead warning with a polarity switch occurred on 2014-(B)(4). There were a number of open circuit/high impedance paces since the warning. Additionally, the ventricular capture management trend shows the maximum threshold began to increase in september 214 from a baseline of approximately 1 volt.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing, high thresholds and impedances, and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.